Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump unexpectedly reset. The customer declined the provide the blood glucose (bg) level; however, had reported a recent high bg (272 mg/dl). The customer was to load a new cartridge onto the pump and declined tandem technical support's offer to assist the customer with the cartridge load.